Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call critical pump error alarm on the insulin pump. Customer's blood glucose level was 12.8 mmol/l. Troubleshooting for critical pump error was performed. Customer advised they removed the battery on the insulin pump and the device shut off. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.